Manufacturer narrative:
This complaint is reviewed again and the allegation of bloody nose and burning of lips and tongue, the device did not cause or contribute to a serious injury or death.odor is not reportable, so no MDR is needed this time.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device smell like dirty feet/smoke and new car chemical smell and patient is getting bloody nose and was unable to get smell out of her system and burning of lips and tongue. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.